Event description:
It was reported that there was programming/telemetry difficulty on the device. It was also reported that the device was changing programming values automatically and would not program back with the programmer. The device was explanted and replaced. It was also reported that there was no capture and sensing difficulty on the atrial lead. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis revealed no anomalies.